Manufacturer narrative:
The facility reported that fibers came off of the back table cover and were found in the surgical site. The particulate was removed and the procedure continued without further incident. There was no serious injury or the need for any additional intervention. We were not provided many details regarding this incident or information to conclude that the fibers originated from this pack. The sample was not returned for evaluation. A root cause has not been determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported that fibers came off of the back table cover and were found in the surgical site.